Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial enlite sensor and found the sensor cannula broken, and missing the broken part. See attached file for details. Unable to confirm customer received the sensor damaged due to returning it opened/used. Unable to confirm needle anomaly due to customer did not return needle.

Event description:
The customer called to report that they received a lost sensor alert and a sensor error alert, and after removing their sensor it looked like the cannula was broken. Customer reported bleeding from the site. Customer stated that after looking at the cannula with a magnifying glass, they saw the cannula was bent. Customer's blood glucose reading was unknown. The sensor was replaced and returned for analysis.